Event description:
On february 13, 2007, it was reported to bsc that during a procedure a guidewire was inserted into the biliary tract without difficulty. Following the procedure, "coating at the tip" of the guidewire was seen to be missing and "it (was thought) was possible that the coating... Remained inside the patient." An x-ray during the procedure confirmed "detached....tungsten coating". The procedure was successfully completed with another bsc guidewire. An x-ray, the following day found no detached pieces of the guidewire. It was reported that it is possible the detached coating was removed when a retrieval balloon was used during the procedure prior to that day, for purposes not related to this event, or "it is possible that it was eliminated naturally." There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The number of complaints associated with this product family do not exceed bsc's action trigger limit and there is no unfavorable trend observed in the number of complaints filed for this product family, for all complaint failure modes, on a 15-month complaint trend report.